Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, and pump error 3. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1881 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed the self test, however, constant pump error 38, 42 and 3 alarms noted during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38, 42 and 3 alarms. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review pump error 42, 43 and 3 were recorded. Pump error 42 confirmed on 20-may-2024 at 21:50:27 hour. Pump error 43 alarms triggered fifth-teen times confirmed on 20-may-2024 from 20:17:54 hour until 22:03:25 hour. Pump error 3 alarms triggered twice on 20-may-2024 at 20:49:40 hour and 21:50:48 hour. Pump was cut open to perform visual inspection and found¿corrosion damage¿on the motor and electronic assemblies. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked keypad overlay, cracked case-corner of belt clip rails, label damage (faded) and gearbox jammed. In conclusion, alleged pump error 3, 38, 42 and 43 alarms confirmed during rewind and in the pump history/trace files due to jammed gearbox and moisture damage on motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.